Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The certas valve ((B)(6)) was returned for evaluation. Device history record (DHR) - product code 82-8800pl with lot 7052647 conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected, the inner blister lid was sealed with tape the tape was cut and blister lid removed, a hair was found on the underside of the valve. Not visible from the blister side. Root cause analysis- the root cause for the issue reported by the customer is due to human error. The manufacturing department were informed of the issue and an awareness was performed.

Event description:
N/a

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2023-00282. A facility reported a hair in the sterile packaging of a certas valve (ID 828800pl) and the bactiseal ventricular catheter (ID 823073) was contaminated because of the associated contaminated valve. It was discovered during setup for a vp shunt case on (B)(6) 2023 and the procedure was completed with a replacement product available. No patient contact/injury and the event did not led to surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.